Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The reported recurrent mitral regurgitation (mr) and heart failure appear to be related to the slda; therefore, attributed to procedural condition. Mr and heart failure are listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Estimated date. The UDI is unknown as the part and lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda), recurrent mitral regurgitation, medical intervention. This is filed to report single leaflet device attachment/slda), recurrent mitral regurgitation, medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). In 2018, one clip was successfully deployed, reducing mr. Then on (B)(6) 2021, the patient was readmitted due to heart failure. The clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Therefore on (B)(6) 2021, the patient underwent a second mitraclip procedure for treatment. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.